Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-apr-2024, it was reported that on (B)(6) 2024, the patient experienced that the infusion set cannula was bent. The blood glucose level of the patient at the time of event was 289 mg/dl. Within 3 or more hours of abdomen insertion customer noticed symptoms. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.